Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported neurological deficit appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous, 90% stenosed right coronary artery. Two unspecified stents were placed previously, and during advancement an unspecified wire felt resistance and became damaged. A 2x12mm xience pro a stent delivery system (sds) was being advanced when it felt resistance with a previously placed stent. The stent dislodged completely outside the intended lesion, and a 1.2x15mm mini trek balloon was used to appose the stent to the vessel wall. The patient then started experiencing neurological failures, so they were readmitted for testing. There was a clinically significant delay in the procedure. No additional information was provided.